Event description:
The customer reported the startup (ac power) led was missing. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the startup (ac power) led was missing. No patient involvement was reported. A philips field service engineer evaluated the device. The symptom was verified. The device was failing to power up via ac power and could not charge the battery. The power supply assembly was replaced to resolve the issue. The drained battery was also replaced. The device remains at the customer site. We are considering this a malfunction of the power supply assembly.